Event description:
The resident fell from the maxi move lift used with the clip sling and sustained an injury. The circumstances under which the event occurred, as well as the details of the resident¿s injury, are unknown.

Manufacturer narrative:
The lift was inspected by an arjo field service technician. No issues were identified apart from signs of normal wear and tear from everyday use, which did not affect the functionality of the device. The sling used during the event was not available for evaluation, as the customer was unsure which sling was involved. The customer did not report any concerns or allegations regarding a potentially deficient sling. Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
The customer contacted the arjo representative to schedule an inspection of the maxi move lift. During the inspection, the customer maintenance manager informed that the resident fell from the device and sustained an injury.the circumstances under which the event occurred, as well as the details of the resident¿s injury, are unknown. At the time of the visit to the customer¿s facility, no additional details related to the event were provided. During follow-up calls, the customer representative was unable to share any further information. The lift was inspected by an arjo field service technician. No issues were identified apart from signs of normal wear and tear from everyday use, which did not affect the functionality of the device. The sling used during the event was not available for evaluation, as the customer was unsure which sling was involved and it had not been isolated. The customer did not report any concerns or allegations regarding a potentially deficient sling. Based on previous investigations concerning resident falls from the sling, several potential contributing factors have been identified: improper sling application, inappropriate sling size selection, patient movement during transfer, deviations from the recommended transfer procedure. None of these factors could be confirmed or ruled out in the current case due to the limited information available. The maxi move instructions for use (IFU, 001.25060 rev.15) contain step by step information on how the sling should be applied and how the transfer should be conducted. ¿the attendants should always tell the patient what they are going to do, and have the correct size sling ready.¿ ¿maxi move must always be handled by a trained caregiver and in accordance with the instructions outlined in this manual.¿ ¿warning: patients with spasms can be lifted, but great care should be taken to support the patient¿s legs to prevent fall risk and injuries.¿ sum up, given the absence of evidence indicating a device-related deficiency affecting the device functionality and the unknown conditions under which the event occurred, the root cause of the reported fall remains undetermined. No deficiencies were identified in the lift or the sling that contributed to the event. The lift showed only normal wear that did not affect its functionality. The sling was not evaluated because it was not isolated by the customer; however, no issues with the sling were reported. They were used together as a system for patient transfer and therefore played a role in the incident. The complaint was assessed as reportable due to an allegation of a patient fall.